Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call of customer's hospitalization for low blood glucose and pneumonia. The customer's blood glucose level at the time of admission was 235mg/dl. It was reported that he customer is on an IV and being monitored every four hours. The nurse was advised to call back if any further assistance was needed.